Event description:
The patient attempted to inject with usual dose of insulin into stomach using unifine 8mm pentip attached to a pen injection device. The pt was experiencing injection difficulties, the pt explained that the pentip needles appeared blocked or partially blocked. Due to the injection difficulty the patient states that put, more pressure on the pen to force the insulin out. Upon removal of the device the patient claims to have noticed that a section of the needle was missing. The pt then attended the casualty department at the patient's local hospital. At casualty x-rays were taken. The pt was sent home without removing the section of needle. The pt was assured that leaving the small piece of needle in the patient's stomach would cause no harm and that it may work it's own way out in due course.